Event description:
Subsequent to submitting this initial report, on september 14th, 2021, abbott molecular was also made aware of the following article, which addresses discordant results at the customer site. Therefore this article has been associated with this complaint. Real-life head-to-head comparison of performance of two high-throughput automated assays for the detection of sars-cov-2 rna in nasopharyngeal swabs the alinity m and cobas 6800 sars-cov-2 assays, the journal of molecular diagnostics, vol. 23, no. 8, august 2021.

Manufacturer narrative:
B5 was updated to include the following. "Subsequent to submitting this initial report, on september 14th, 2021, abbott molecular was also made aware of the following article, which addresses discordant results at the customer site. Therefore this article has been associated with this complaint. Real-life head-to-head comparison of performance of two high-throughput automated assays for the detection of sars-cov-2 rna in nasopharyngeal swabs the alinity m and cobas 6800 sars-cov-2 assays, the journal of molecular diagnostics, vol. 23, no. 8, august 2021" evaluation of this complaint confirms that it is consistent with the confirmed complaint identified through a previously completed investigation. No further investigation was performed. Per the previously completed investigation, an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit, list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will also be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214 3005248192-2021-00145 follow up report 1 3005248192-2021-00146 follow up report 1 3005248192-2021-00155 follow up report 1 3005248192-2021-00190 follow up report 1 3005248192-2021-00148 follow up report 1 3005248192-2021-00168 follow up report 1 3005248192-2021-00136 follow up report 1 3005248192-2021-00161 follow up report 1 3005248192-2021-00175 follow up report 1 3005248192-2021-00220 follow up report 1.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-93) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
Customer reported 48 false positive patient results on the alinity m sars cov-2 assay. The customer started retesting positive results after a patient had questioned his positive result and repeated a test in a different lab which generated negative results. Some of the samples are retested on the same alinity instrument, some on a different alinity instrument, and some on a non-abbott system. Further false positives which were tested on the other alinity instrument in the lab first are discussed in ticket (B)(4). The customer only reported the negative results from the retests out of the lab, aside from the first sample mentioned. There was no impact to patient management. Referenced ticket (B)(4), will be submitted via MDR 3005248192-2021-00161. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.